Manufacturer narrative:
(B)(4). Visual and optical examination reveals approximately 3 mm of the tip has been plastically deformed, with approximately 1 mm of the tip interface features missing, consistent with excessive force during instrument utilization. The above findings are consistent with misuse due to inappropriate surgical technique, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip was crushed during surgery. Although this event occurred during surgery, no patient complications were reported.